Manufacturer narrative:
(B)(6). The device was manufactured january 25, 2018 - january 26, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was identified during a patient infusion. The device was filled with an unspecified amount of tazocin, 13500mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.